Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the anchor c surgical technique states that use of a free hand technique is strongly discouraged and use of the guide/inserter tip is required. Conclusion: the established cause of the event is multifactorial; general user error.

Event description:
It was reported that the screw would not advance below the locking mechanism of the implant. The locking ring on top of the screw appeared to be distorted. Another size screw was used to complete the surgery.

Event description:
It was reported that the screw would not advance below the locking mechanism of the implant. The locking ring on top of the screw appeared to be distorted. Another size screw was used to complete the surgery.